Manufacturer narrative:
(B)(4). Invalid lot number reported by user facility: potential lot 0000011426 potential: unique device identifier (UDI): (B)(4). Potential: expiration date: (mm/dd/yyyy) : 31aug2021 terumo performed a maude search on (B)(6) 2021, report number 11064491 was found and was confirmed to be the same reported event, and therefore the maude report has been provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11.

Event description:
Terumo medical received a user facility medwatch report # 3600840000-2020-8123. The event description states: "elderly male with history of diabetes, hypertension and chest pain. In for elective percutaneous coronary intervention to left anterior descending with rotational atherectomy assistance procedure. Attempted procedure from right femoral artery access - left main coronary could not be successfully engaged. Shaft of device kinking when attempting to deploy. Therefore, unable to deploy resulting in a hematoma - manual pressure applied. Procedure was aborted." The original intended procedure: "elective pci to lad with rotational atherectomy assistance procedure" additional information was received on 08jan2021. The patient was reported to be stable upon discharge on (B)(6) 2020. Impression: ultrasound guided thrombin injection of a pseudoaneurysm arising from the right common femoral artery resulting in elimination of flow within the pseudoaneurysm. Right femoral artery access. A 705f x 111cm prelude act sheath was advanced into the vessel. Sheath exchange. The right femoral artery sheath was exchanged for a 7f terumo destination 65cm sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5.

Event description:
Additional information was received on 04feb2021. The vessel was tortuous.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "note: when resistance is encountered at the anterior vessel wall during over-the-guidewire advancement of the angio-seal locator/insertion sheath assembly, rotate the assembly 90 degrees so the reference indicator is facing away from the user. This places the beveled tip of the insertion sheath perpendicular to the anterior vessel wall." "For bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device." The complaint cannot be confirmed since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. Likely root cause of the kink can be related to the resistance caused by the presence of scar tissue resulting in off-axis forces on the sheath-locator assembly. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.